Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported receiving a button error alarm on the insulin pump during bolus. Customer reported pressing the act button and her carbohydrate level rose higher than normal. After the button error alarm occurred, customer reported that none of the buttons on the keypad were working. Blood glucose level was 77 mg/dl at the time of the call. No further information was provided.